Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient experienced an event on (B)(6) 2025 where the infusion set tubing detached from connector. The infusion set was in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.